Event description:
It was reported that several patients within the healthcare provider¿s (hcp) practice experienced overinfusion after a pump refill. Additional information, such as patient symptoms, troubleshooting, interventions and patient outcomes were not provided. However, additional follow-up is being conducted to obtain this information.

Manufacturer narrative:
(B)(4).